Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the cause of the 8709 catheter not staying connected to the new pump was unknown. It was reported that is appeared that the 8578 catheter was occluded due to pressure of the pump when suturing the pocket closed. It was noted that the catheter aspirated perfectly when the pocket was not being closed but would not aspirate after the pocket was closed. The catheter was disposed of and replaced with the 8596sc catheter that was longer so the hcp was able to coil the catheter around the edge of the pump instead of underneath the pump and the issue was resolved. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 219 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that during a pump replacement surgery due to normal battery depletion, when the existing 8709 catheter was connected to the new pump the connecter would not stay connected so an 8578 was utilized. It was noted that to begin with the 8578 aspirated but when the pump was put back in the pump pocket they could not aspirate again. It was believed that the catheter was occluded and it seemed like there was pump pressure. The 8578 was taken out and an 8596sc was used. The hcp re-primed and everything was okay and the patient was doing well. No symptoms were reported. No further complications have been reported as a result of this event.